Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 29-nov-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00676 and 3008114965-2022-00677. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a coil embolization procedure targeting an aneurysm on the distal basilar artery, the complaint device, a pulserider t shape, 8mm , 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3075256523) was used. A 7fr fubuki guide catheter (asahi intecc) was delivered to the vertebral artery. The complaint microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30734763) and a guidepost® distal access catheter (tokai medical) were used with the pulserider anrd. The prowler select plus microcatheter was inserted into the guidepost distal access catheter outside of the patient¿s body and then the prowler select plus microcatheter was delivered to the distal basilar artery. However, it was reported that the pulserider anrd got stuck on the point from the vertebral artery to the basilar artery. The physician thought that the guidepost distal access catheter might have affected the pressure, therefore, the guidepost went down the proximal side. Another attempt was made but the pulserider anrd got stuck at the same point again. The physician did not prepare the rebar microcatheter, therefore, another microcatheter, a trevo trak 21 microcatheter (stryker) was inserted into the guidepost distal access catheter. Then the pulserider anrd was delivered to the target lesion, but there was resistance felt. The pulserider anrd was replaced with another pulserider t shape, 8mm , 2.7 ¿ 3.5mm anrd (201d) and the replacement pulserider anrd was implanted without any resistance. It was reported that continuous flush was maintained. There was no report of any negative patient impact. On 31-oct-2022, preliminary photo images of the complaint device were captured and included in the complaint file by the j&j japan affiliates. The product analysis lab reviewed the preliminary photo images of the complaint device. The review is documented below. [Photo analysis]: pre-shipment photos were received in which two devices can be noted that were returned for inspection. The prowler select plus microcatheter was noted to be in good condition (i.e., no kinks, no bends nor compressed sections); some residues of dried blood can be observed in the hub. A review of manufacturing documentation associated with this lot (30734763) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue documented in the complaint could not be evaluated for based on the photos. On 16-nov-2022, additional information was received. The information indicated that nothing was obstructing the prowler select plus microcatheter. No damage was noted on the microcatheter when it was removed. No damage was observed on the pulserider anrd when it was removed. There was no evidence of obstructed blood flow due to the reported event. The information confirmed that there was no patient injury nor negative patient impact. The complaint device was returned for evaluation and analysis on 29-nov-2022. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No damage was observed. A microscopic inspection of the entire length of the device was performed. No damages were observed. The device inner diameter (ID) and outer diameter (od) were measured and confirmed to be within specifications. The 150cm x 5cm prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, the pulserider anrd was introduced and it advanced until the device exited out from the distal tip of the microcatheter without noticeable resistance. The pulserider anrd was able to pass through the entire length of the prowler select plus microcatheter, indicating that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the reported issue documented in the complaint was not confirmed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00676 and 3008114965-2022-00677. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure targeting an aneurysm on the distal basilar artery, the complaint device, a pulserider t shape, 8mm , 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3075256523) was used. A 7fr fubuki guide catheter (asahi intecc) was delivered to the vertebral artery. The complaint microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30734763) and a guidepost® distal access catheter (tokai medical) were used with the pulserider anrd. The prowler select plus microcatheter was inserted into the guidepost distal access catheter outside of the patient¿s body and then the prowler select plus microcatheter was delivered to the distal basilar artery. However, it was reported that the pulserider anrd got stuck on the point from the vertebral artery to the basilar artery. The physician thought that the guidepost distal access catheter might have affected the pressure, therefore, the guidepost went down the proximal side. Another attempt was made but the pulserider anrd got stuck at the same point again. The physician did not prepare the rebar microcatheter, therefore, another microcatheter, a trevo trak 21 microcatheter (stryker) was inserted into the guidepost distal access catheter. Then the pulserider anrd was delivered to the target lesion, but there was resistance felt. The pulserider anrd was replaced with another pulserider t shape, 8mm , 2.7 ¿ 3.5mm anrd (201d) and the replacement pulserider anrd was implanted without any resistance. It was reported that continuous flush was maintained. There was no report of any negative patient impact. On 31-oct-2022, preliminary photo images of the complaint device were captured and included in the complaint file by the j&j japan affiliates.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the preliminary photo images of the complaint device. The review is documented below. [Photo analysis]: pre-shipment photos were received in which two devices can be noted that were returned for inspection. The prowler select plus microcatheter was noted to be in good condition (i.e., no kinks, no bends nor compressed sections); some residues of dried blood can be observed in the hub. A review of manufacturing documentation associated with this lot (30734763) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue documented in the compliant could not be evaluated for based on the photos. Functional evaluation and analysis is required. If the product is received, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00676 and 3008114965-2022-00677. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-nov-2022. Additional information]: on 16-nov-2022, additional information was received. The information indicated that nothing was obstructing the prowler select plus microcatheter. No damage was noted on the microcatheter when it was removed. No damage was observed on the pulserider anrd when it was removed. There was no evidence of obstructed blood flow due to the reported event. The information confirmed that there was no patient injury nor negative patient impact. E.1: initial reporter phone: (B)(6). Updated sections: this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00676 and 3008114965-2022-00677. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.